Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's blood glucose levels reached 698 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent "at a small angle." Treatment included a manual injection of insulin, per physician's advice given over the phone and replacement of a new pod.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The cannula was evaluated and no bends or kinks were found. Pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. The alarm that occurred was triggered by the rotational sensor detecting a drive stall, however, no debris,burrs, or other manufacturing deficiencies were found that would have contributed to this alarm or a bend/kink in cannula.